Event description:
Related to MFR report #2183959-2012-02797. Related to MFR report #2183959-2012-02803. Related to MFR report #2183959-2012-02804. It was reported that an ams monarc subfascial hammock was implanted on (B)(6) 2008, or (B)(6) 2009. The plaintiff's attorney alleges that the plaintiff "has suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities" and other damages as a result of the implantation of the pelvic mesh product(s).

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.